Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was below the expected lower range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered an alarm sound. The device interrogated an unexpected zero ohm impedance value on the right ventricular (rv) lead. The device remains in use. No patient complications have been reported as a result of this event.